Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 6 years, 2 months after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: aseptic loosening of left total knee arthroplasty. The patient was revised to competitor¿s devices. Inspection of the prosthetic knee components revealed significant polyethylene wear on the lateral facet of the patella component. The tibial polyethylene showed pronounced polyethylene wear in the lateral compartment. The patient was awakened and brought to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 4499725 02-010-03-0240 - logic cr femoral cem, left, sz 4; 3857537 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; 4500293 200-03-35 - one peg patella 35mm; 65343 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade; 4597525 204-34-04 - fluted stem extension 40l x 14 mm; 4277481 204-70-00 - tibial stem ext. Screw pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."